Manufacturer narrative:
Isi has not received the doco for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, non-recoverable error 252 occurred. The customer restarted the system, but the issue persisted. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The isi fse checked the logs and found errors 252 and 307 pointing to the double camera controller (doco). The isi fse informed the surgeon of the findings, so the procedure was completed with another da vinci system. There was no reported adverse effect, harm, or outcome to the patient. The doco was later replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi contacted the initial reporter and obtained additional information regarding the reported issue: the issue occurred 45 minutes into the procedure. The system was checked prior to starting and everything was working properly. The procedure was able to be completed with another da vinci system.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
4309, 4307 - additional information can be found in the following sections: d4, g4, g7, h2, h3, h6, and h10. The double controller (doco) was returned for failure analysis and the reported failure was replicated. This unit was installed into the test system and it failed with error 252. System lost communication with doco. Performed troubleshooting and found this problem was caused by doc board. All connectors on the back of doco were oxidized and contaminated inside the doco. Suggest scrapping this unit due to contamination on printed circuit assembly (pca) and connector has oxidized.